Manufacturer narrative:
(B)(4). It is unknown if the sample is available for evaluation. However, if the customer decides to send in the sample, a follow-up report will be submitted once the evaluation has been performed.

Event description:
A customer reported to baxter corporate product surveillance (cps) regarding a vented solution set in which the day surgery unit had the tubing come apart at the hub when infusing a preop dose of intravenous tylenol. The nurse noticed the bed was wet and re-infused another dose with new tubing without complication. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.